Event description:
It was reported by the customer that the pyxis medstation es system unexpectedly stopped responding during the start of angiogram. The customer had to cancel the procedure due to the malfunction. Customer stated that they had a delay about 5 minutes to retrieve the medications from another laboratory. The required critical medications were versed, fentanyl, heparin, plavix and aspirin. There were no adverse events or injuries reported based on this incident

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that issue occurred due to application issues. Field service engineer investigated and set auto-login to resolve the issue. The system functioned as intended after assessed by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the device not loading was due to application settings. A field service engineer set auto-login for application to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system unexpectedly stopped responding during the start of angiogram. The customer had to cancel the procedure due to the malfunction. Customer stated that they had a delay about 5 minutes to retrieve the medications from another laboratory. The required critical medications were versed, fentanyl, heparin, plavix and aspirin. There were no adverse events or injuries reported based on this incident.